Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient was on impella 5.5 support and during support, there was oozing at the access site. The dressing was changed and heparin was held. Support was continued. The patient survived the procedure.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of access site bleeding is determined to be patient movement because the patient was up and sitting in the chair and doing rounds during support which caused site bleeding.